Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the ipg replacement (related manufacturer reference number: 1627487-2022-06695) the physician discovered the extension was fractured causing high impedance. Surgical intervention is planned to address the issue.